Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced a fall. Two weeks later patient started having pain at the scs ipg site. Patient had a CT scan and gi guided studies which did not reveal the cause of the issue. As a result, surgical intervention was undertaken wherein the scs ipg was relocated ((B)(6) 2018) from the left buttock to the left abdomen. Reportedly, therapy was effectively restored post-operatively. Relocating the ipg resolved the issue. Patient is healing and is better.